Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4)

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 20 mm in length, concentric, de novo target lesion was located in the moderately tortuous, non-calcified, and 3.7 mm in diameter proximal left anterior descending artery. Following deployment of a 20 x 3.50 mm promus premier¿ drug eluting stent, a dissection occurred. Another promus premier stent was then deployed to cover the dissection. No further patient complications were reported and patient's status was stable.